Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The reported event of an atypical alarm was confirmed via the log file, but not reproduced. A review of the downloaded log file spanned approximately 7 days (23apr20 ¿ 30apr20 per time stamp). The backup battery fault alarm activated on 30apr20 at 05:04 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm was active until the driveline was disconnected for a controller exchange at 05:14. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis despite having a missing pin. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient said the controller started flashing "call hospital contact." Patient states there was no other message. He was concerned and changed controllers. Controller swapped by patient.